Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported condition. The se replaced the graphic user interface (gui) touch frame. The ventilator passed self tests.

Event description:
It was reported that the ventilator generated an error and rendered the graphical user interface (gui)/touch panel inoperable. There was no patient attached to the ventilator at the time of the event.